Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu lists the compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was not a compatible guidewire. (B)(4).

Event description:
It was reported the catheter became stuck on a protection wire. The target lesion was located in the right superficial femoral artery (sfa). A 2.4mm jetstream® xc atherectomy catheter was selected in conjunction with a non-bsc distal protection wire for a rotational atherectomy procedure. The physician did two passes in the lesion with the blades down with no issues. The device was then switched to blades up. On the first pass, the device got stuck on the wire and could not be moved. The jetstream device and the wire were removed from the patient as one unit. The procedure was completed with a new wire and a 5x150 mustang balloon. The patient was fine and no complications were reported.